Event description:
Lvad change out, evidence of hemolysis and power pump surges. The bend relief was dissected out and appeared at this site there was a partial dehiscence of the bend relief that had been previously discussed as a problem by the thoratec corporation.